Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was being performed by tandem clinical support (clss) and reportedly the customer is performing the air removal step with an empty syringe. Clss informed the customer that performing the air removal step with an empty syringe is off label per the tandem user guide. Customer resumed insulin delivery. The customer's blood glucose level was 390 mg/dl.